Manufacturer narrative:
The device was received and evaluated. Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. Investigation identified an exposed needle before opening the pod. When the device was opened, scoring marks were identified on the inside of the top housing signaling interference with the needle mechanism assembly. The needle fully retracted when the device was opened. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose (bg) rose to 300 mg/dl. The pod was worn on the patient's arm for between 36 and 48 hours. As treatment, a new pod was applied.